Manufacturer narrative:
The device will not be returned as it has been disposed by the customer. Concomitant bwi products: carto 3 system us catalog # fg540000 serial # (B)(4); stockert 70 system us catalog # s7001 serial # (B)(4); cool flow pump us catalog # cfp002 serial # (B)(4); soundstar eco us catalog # 10438577 lot # unknown; ez steer coronary sinus us catalog # bd710fj282rts lot # unknown; preface sheath us catalog # 301803m lot # unknown; (B)(4).

Event description:
After an atrial fibrillation paroxysmal procedure, the patient was in recovery and reported a complaint of loss of the left arm movement and weakness with the left leg movement and it was completely resolved. Several days later, a negative computed tomography scan confirmed it.